Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care provider (hcp) that the patient alleged that the ins turned itself off and is not working.  The hcp stated that the patient appears to have a return of symptoms.  Technical services advised that the patient could call directly, but the caller noted the patient would have difficulty with that, and the hcp would call back while with the patient to work on turning ins on. Additional information was received stating that the caller sees no symptoms on the patient. The ins showed to be on. Caller eventually stated that the patient feels tingling from the center of his chest into the head on the left side. They were advised to follow-up with their managing physician.